Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having an elevated level of bilirubin and a lactate dehydrogenase (ldh) level greater than 1500. It was noted that they were still on vasopressor support following implant and they had a right ventricular assist device (rvad). The log files captured some low speed advisory events early in the log on (B)(6)2022 due to the fixed speed being set at 4600 revolution per minute (rpm) which was lower than the low limit of 4800rpm. On (B)(6) 2022 at 23:17 it was adjusted to 5000rpm and the ventricular assist device started performing as intended with no unusual events for the remainder of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Low speed advisories were captured on the day of implant when the fixed speed was set below the low speed limit. These advisories resolved once the fixed speed was increased. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, hepatic dysfunction, and hemolysis. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 4 ¿system monitor¿ (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low speed advisory, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.